Event description:
Rptr found this form in his public citizen health letter. This ocular prosthesis was to have been for replacement for lengthy use. Less than 3 weeks of implantation use. He suffered severe chemical burns to his eye socket caused by the newly made artificial eye, that persists to this day. He feels price gouging in this trade is very common, and quality control and government regulation nonexistent.